Manufacturer narrative:
This supplemental report is being submitted to provide additional information and to correct the procedure date. Additional information received from the user facility states the physician noticed during closure of the incision the incision was not straight. This led the physician to question the integrity of the scissors (pk) and the trocar used (model/serial/lot unknown). Another method was used to complete the procedure. It is unknown if additional equipment was used to complete the procedure. While conducting the output checks for the device's integrity, an output check failure was noted per the values in facility¿s biomed manual. Furthermore, the user facility reported that the procedure occurred on (B)(6) 2020 not (B)(6) 2020 as originally reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Please see the updates in sections: g4, g7, h2 and h10. A definitive root cause could not be determined, a faulty pkrf board was identified during evaluation which may have contributed to the reported complaint. Olympus will continue to monitor complaints for this device through regular trending activities.

Manufacturer narrative:
The gyrus g400 workstation 777000 was returned to olympus and evaluated. Visual inspection found no abnormalities on the device. The front connector sockets and internal boards appeared to be intact. The device was then connected to a test hacf0533 halo cutting forceps. Each socket recognized the test cutting forceps, and displayed the default setting vp3;35 on the generator¿s screen. The device activated when the forceps blue coagulation button or foot switch was depressed and was able to coagulate a piece of tissue sample soaked with saline without a problem. Inspection was performed by the electronics service line and it was determined the aux board and pkrf board were faulty. In addition, multiple error codes were captured in the device error log history, however, they did not occur during inspection of the device. Based on the evaluation results, the reported problem of "failed to meet the minimum of 89.9 watts pk rf output" could not be confirmed.

Event description:
The user facility reported to olympus that the g400 generator failed to meet the minimum of 89.9 watts pk rf output following a procedure in which the end user questioned the performance of the generator. The type of procedure performed is unknown. There was no patient injury and the procedure was completed using the same device. The failed output test occurred following the procedure. There were no alarms or alert tones noted during the procedure. The generator was inspected prior/post procedure and there was no damage noted.